Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system. It was reported that no signal was received when powering on the navigation system. The navigation system was plugged into other power outlets with no resolution. This issue was noted outside of procedure, while attempting to load images, and there was no patient present when this issue was observed. Additional information received on (B)(6) 2018, from the manufacturing representative stated the account had fixed the system and said there was a loose power connector inside.